Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin and other unspecified anti-inflammatory drugs, via unspecified route (doses and frequencies were not reported). Five days after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.